Event description:
It was reported that on (B)(6) 2010, the patient underwent a stenting procedure in the proximal left anterior descending (lad) artery due to stable angina. A promus stent was placed. On (B)(6) 2010, the patient experienced a myocardial infarction with ischemia lasting 10 minutes or more and elevated cardiac enzymes. Restenosis was noted in the proximal lad and a revascularization procedure was performed on (B)(6) 2010 with placement of a promus stent. Additional stenosis was noted in the mid lad and a promus stent was implanted. On (B)(6) 2012, the patient was re-admitted to the hospital with angina. Cardiac catheterization showed restenosis of the mid lad. The patient underwent a revascularization procedure. Angioplasty was performed with a cutting balloon dilatation catheter and a xience stent was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). The additional device is being filed under a separate medwatch report number. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.